Manufacturer narrative:
Add'l lot number: a7018. (B)(4). They revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: unknown.

Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a nurse via a company representative and forwarded by our local affiliate (B)(4). Initial and follow-up information received on 01-08, 01-12, and 01-13-2009 respectively were processed together. This case involves a (B)(6) female patient who received poly-l-lactic acid (sculptra) therapy on (B)(6) 2007 (5 ml sterile water and 2 ml lidocaine dilution) with 1 vial injected into her cheek depots, nasolabial, jaw line, and temple area. Batch number: a7016. On (B)(6) 2008, the patient received treatments (5 ml sterile water and 2 ml lidocaine) with 1 vial injected into her cheek depots, nasolabial, jaw line, temple area, and chin. Batch number: a7018. On (B)(6) 2008, the patient also received treatments (14 ml dilution with 2 vials) injected into her chin. Relevant medical history included being an ex-smoker and psoriasis. Concomitant medication was reported as hrt (hormone replacement therapy) nos. Eight weeks prior to this report, the patient developed multiple nodules, two visible on her right and left cheek, and three not visible on her jaw line. The nodules increased in size over the eight weeks. The patient also experienced tightness and discomfort on her face. No corrective treatment was given and the events remain ongoing. The reporter mentioned that the patient had not experienced any similar events after treatment with poly-l-lactic acid or any other product. No histology or laboratory tests were performed. The reporter stated that her technique was very good and that she has been doing this for four years.